Event description:
We had an order that came through for cytarabine syringes for the lobby pharmacy. As we were drawing up the cytarabine syringe we were using a filter needle and the clear medication became blue upon coming into contact with the hub of the needle. We stopped using that vial and that was not sent to the patient. But the cytarabine vial lot # 6130993 and exp 12/2024 the lot # of the needle 3145373 exp 07/31/2028. 7safe attached cytarabine, a clear solution upon reconstitution, turned blue upon drawing into a syringe through a filter needle. Per additional pharmacists familiar with this chemotherapy product, this has never been witnessed before since the drug always remains clear. Staff tried to replicate the issue using different filter needles and were unable to reproduce the blue color--even with the last needle from the same lot, a different lot filter needle and a nonfilter needle. No other medication being made at the same time as cytarabine. Medication saved for additional testing if needed.